Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's lead revision procedure (reference MFR. Report: 1627487-2015-10347), high impedance values were observed when the new lead was connected to the existing ipg. As a result, the physician decided to explant and replace the ipg which resolved the issue.